Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 mg/dl. Bg cause was not known. The customer requested that tandem technical support call emergency medical services (ems) for them. Reportedly, "ems arrived and is handling the situation". Customer declined to provide any additional information upon follow up, and stated that "everything is fine".